Event description:
Vap inserted on 7-29-99. Received navelbine 50 mgm on 07-29-99. Flush on 08-02-99 showed puffiness. Part removed & unable to retrieve catheter which was disconnected from port. Sent to vascular surgeon for retrieval.